Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the glue at light guide lens and glue at objective lens. Leakage occurred from the glue at light guide lens and glue at objective lens. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found air/water cylinder and air/water tube had foreign objects, distal end had discoloration, connecting tube had buckling, plastic distal end cover had a crack, distal sheath adhesive had deterioration and separation on the thread wound sections, light guide lens had adhesive peeling between lens and distal end and water tightness was lost, the adhesive was peeling between objective lens and distal end and water tightness was lost. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the device evaluation of the gastrointestinal videoscope, white foreign material was found. There was no patient involvement.